Manufacturer narrative:
The device model involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
During ICD follow-up on (B)(6) 2016, corrupted diagnosis data were displayed in device memories, particularly for the period between end of (B)(6) 2016 (e.g. Sonr curve, autosensing histograms, lead(s) impedance curves). Preliminary analysis did not show any software anomaly. The reported behavior was due to telemetry errors during the follow-up of (B)(6) 2016.

Manufacturer narrative:
(B)(4).

Event description:
During ICD follow-up on 13 december 2016, corrupted diagnosis data were displayed in device memories, particularly for the period between end of june and mid july 2016 (e.g. Sonr curve, autosensing histograms, lead(s) impedance curves). Preliminary analysis did not show any software anomaly. The reported behavior was due to telemetry errors during the follow-up of 13 december 2016.